Event description:
It was reported that patient experienced occasional incontinence with artificial urinary sphincter (aus) device 3 years after implant. All components were explanted and replaced. No adverse patient effects.